Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called and reported the insulin pump alarmed with a button error. No significant events leading to alarm were recalled. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.